Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A literature report reported that after a glaucoma shunt implant surgery, a patient experienced endothelial cell decrease and decreased visual acuity. Additional information has been requested.